Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The allegation is against 1 of 3 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: n/a, batch: ab2263. Common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: n/a, batch: ab2263.

Event description:
It was reported that the patients lead was fractured during an ipg replacement. Surgical intervention was taken on (B)(6) 2023, where the lead was explanted and replaced. Therapy was restored post-op.